Event description:
It was observed during the device inspection, that the gastrointestinal videoscope displayed a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to fluid entering the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.